Event description:
It was reported that during a percutaneous coronary intervention, shaft break occurred. The target lesion was located in the proximal left anterior descending artery. A 2.50mm x 20mm apex balloon catheter was advanced to the target lesion, however, there was a shaft separation at the mid-portion of the catheter. The distal portion of the catheter remained inside the patient and was removed successfully with an unspecified snare. The procedure was not completed due to patient complications. The patient died 2 days post procedure. The cause of death is unknown.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).